Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1] (serial: [(B)(6)]). D9: yes, return date: 10 nov 2025, h3: yes, product event summary: the full delivery system was returned and analyzed. Returned product analysis was performed and no anomalies were found. The analyst noted the full delivery system was returned with the device intact in the device cup. There were no anomalies found with the distal edge of the device cup. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient connector momentarily shut down causing a loss of telemetry to the ipg. Troubleshooting steps were taken to include clicking the blue light in the same session. However, upon doing this a do not implant message was displayed. Additional troubleshooting steps were taken to include ending the session and re-interrogating, but the message persisted. No patient complications were reported due to the loss of connection. It was further reported that the cardiac perforation occurred immediately during use of the second leadless ipg, and attempts were made to control bleeding and stabilize the patient. The delivery system of the first leadless ipg system was returned to the manufacturer, analyzed, and tested out of specification.

Event description:
It was reported that the leadless implantable pulse generator (ipg) real time clock (rtc) was incorrectly programmed to 01 jan 1994 during manufacturing resulting in a lockout that prevented the ipg from being interrogated during the implant procedure. The leadless ipg was retrieved from the patient. It was noted that there were no issues during deployment and the patient was noted to be stable. It was decided to implant a second leadless ipg. It was reported that the patient experienced cardiac perforation during implant of the second leadless ipg and subsequently died. The second leadless ipg was explanted.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (B)(6). D9: yes, return date: 10 nov 2025. H3: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.